Event description:
It was reported the first system developed an infection. The health care provider (hcp) removed everything and brought the patient back six weeks later and put in a new battery and lead. Follow up reported the infection appeared to be at the pocket and the hcp did not culture the pocket. The device and lead were removed three weeks after they were placed. The device and lead were then replaced six weeks later and the patient was doing great.

Manufacturer narrative:
Product ID 3093-28, lot# va0266x, implanted: 2012-(B)(6), product type lead. (B)(4).